Event description:
It was reported that the iab was inserted via a sheath into the right femoral artery. When the physician attempted to aspirate the central lumen, the physician got very little return. The iab was removed and replaced without any pt complications.